Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 560 mg/dl at the time of the incident and current blood glucose was 450 mg/dl. The customer was treated with manual boluses. The customer¿s sensor glucose level was 301 mg/dl and current blood glucose was 307 mg/dl. The customer also reported that they had an insulin flow blocked and troubleshooting was performed insulin exited. The customer was advised to monitor. The devices will not be returned for analysis.